Event description:
Additional information was received stating that fault occurred during testing, and no patient was involved.

Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of protocol settings was verified. The event log shows multiple errors. The microprocessor unit board will be replaced in service. Use testing was performed. The problem source is defective component of the microprocessor unit board.

Event description:
Information was received indicating that this ambulatory infusion pump's protocol settings were defaulted. No adverse patient effects were reported.